Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Consumer reported "rupture". Later healthcare professional confirm the event of rupture. This record is for left side. The devices was explanted.